Event description:
It was reported that the li61aor intraocular lens was inserted using an ez-28 delivery device, and was exchanged intraoperatively because the lens could not be centered properly. The surgeon attributed the event to a capsular rent discovered during procedure. It is unknown when the capsular rent occurred. Another lens was implanted successfully. MDR# 1119279-2012-00187 has been previously submitted for the intraocular lens.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. According to the surgeon, the lens could not be positioned properly due to capsule rent discovered intraoperatively. It is unknown when the capsular rent occurred. There was no alleged problem with the device. Therefore, the root cause of the capsular rent could not be conclusively determined.